Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving a lost sensor alert during the sensor's initialization period. During troubleshooting, it was found the sensor was bent and retracted with a possible cannula break. Customer's blood glucose was 74 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.